Manufacturer narrative:
(B)(4).

Event description:
It was reported that after insertion of the iab and initiation of pumping, the "balloon failed [to] fully unwrap." As a result, the iab was removed and a 2nd iab was inserted at the same insertion site however, the second catheter "was not successful. Eventually, third attempt, switched to maquet iabp catheter and everything worked fine". The third catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "stable". See associated MDR #3010532612-2023-00522.

Event description:
It was reported that after insertion of the iab and initiation of pumping, the "balloon failed [to] fully unwrap." As a result, the iab was removed and a 2nd iab was inserted at the same insertion site however, the second catheter "was not successful. Eventually, third attempt, switched to maquet iabp catheter and everything worked fine". The third catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "stable". See associated MDR #3010532612-2023-00522.

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon failed fully unwrap" was confirmed based on visual inspection. The customer returned a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number on the returned sample (inp-4) for investigation. The sample was returned in a supplied return kit and was in a sealed bio-hazard bag (inp-1, inp-2). Upon return, the distal end of the teflon sheath was noted at approximately 39.4cm from the iabc distal tip (inp-4). The one-way valve was connected and tethered to the short driveline tubing (inp-5); a supplied 60cc luer-slip syringe was noted connected to the one-way valve (inp-5). The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) (inp-7, inp-8). A section of the central lumen had pierced through the bladder (inp-8, inp-9); the bladder was noted pierced at approximately 13.5 cm from the iabc distal tip (inp-8, inp-9). Buckling to the teflon sheath extrusion was noted at approximately 8.5cm to 15cm from the distal end of the teflon sheath (inp-10); the sheath tip was also noted damaged (inp-11). Dried blood was noted on the exterior sur faces of the returned iabc. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0071in-0.0076in and was within specification of process document. The one-way valve was tested and p assed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was un able to be successfully completed. Upon aspiration/flushing, water was unable to be consistently pulled/pushed by the syringe. The results are consistent with the previously noted damaged/separated central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip while another leak site was also noted from the bladder (anp-1, anp-2). The leak site from the bladder was previously noted, as the damaged/separated central lumen remained pierced through at this location (inp-9, anp-2). The leak from the iabc distal tip is consistent with the previously confirmed damaged/separated central lumen (inp-7). The iabc was leak tested again with the iabc distal tip blocked off; another leak was immediately detected from the bladder membrane (anp-3). Under microscopic inspection, a puncture on the iabc bladder, consistent with contact from a sharp object, was noted at approximately 26.7cm from the iabc distal tip (anp-4, anp-5). No other leaks were detected. During visual inspection of the bladder and leak sites, no blood was noted within the helium pathway and the leak site noted from the bladder at 26.7cm from the iabc distal tip likely occurred after the device was removed from the patient. With the combined damages noted upon return, the damaged central lumen likely pierced through the bladder after the device was removed from the patient. Due to the combined damages and returned state of the device, it could not be confidently determined which damage occurred first or what initially caused the complaint. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen at the location of the inner cannula separation. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. No further action was required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.